Event description:
It was reported following a percutaneous coronary intervention for the pt's left main trunk, a 6f angio-seal sts plus was selected for use. Pre-deployment angiogram revealed a common femoral puncture with a 5.0mm lumen diameter. A 6f sheath (MFR unk) was used during the procedure. The pt reported pain at the puncture site following the procedure. The physician decided to wait and observe the pt. In 2009, the pt was discharged from the hosp as pain had gradually faded away. The pt returned to the hosp the following month, with complaints of coldness and swelling on the inferior limb. The ultrasound and the CT revealed thrombi-like substance and poor blood flow of the dorsalis pedis artery. Three days later, the angio-seal device was removed. The physician removed the stenosed artery, then replaced it with the arterial graft. The removed artery was investigated and it was observed that the anchor had got stuck between the intima and media of the posterior wall, which formed a flap and eventually caused luminal obstruction. A thrombus was not formed in this case. Reportedly, the physician failed to maintain tension on the suture during pulling back of the device from the puncture site, and the black compaction marker was fully exposed when tamping the collagen sponge.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible because, the actual lot number was not available. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angioseal device instruction for use (IFU) states failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing.